Event description:
A malfunction was reported on the pump by the customer, showing malfunction code malf 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully reset it. The malfunction did not recur, and the customer was advised to continue using the pump and call back if any issues arise again.